Manufacturer narrative:
An event regarding periprosthetic fracture involving a left knee triathlon pkr baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: the inferior surface of the returned baseplate has evidence of a small amount of cement. The superior surface has some discolouration which can be attributed to the decontamination process. The device is otherwise unremarkable. Medical records received and evaluation: not performed as medical records were not provided. Device history review: not performed as no lot code information was provided. Complaint history review: not performed as no lot code information was provided. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that soon after pkr patient experienced tibial fracture.

Event description:
It was reported that soon after pkr patient experienced tibial fracture.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown pkr tibia. Should additional information become available, it will be provided in a supplemental report.